Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the usage of the sample is unknown, so the root cause of the leakage at the catheter cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii y 22gax0.75in prn ec slm npvc leaked on (B)(6) 2025, during the placement of an intravenous catheter for a patient, leakage was detected at the catheter tubing, resulting in inadequate fluid intake. The catheter was immediately replaced with a new one and reinserted. An explanation was provided to the patient's family, who expressed understanding.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.